Event description:
A cq technician took pictures of the tank and internal tubing and submitted them to epidemiology. The water inside the tank was not clear, slight discoloration on the tubing. If the problem persists, hpc testing is recommended to provide a quantitative assessment of the water quality. The customer was advised to follow the cleaning instructions according to the IFU.

Manufacturer narrative:
UDI related data quality updates only.

Event description:
A cq technician took pictures of the tank and internal tubing and submitted them to epidemiology. The water inside the tank was not clear, slight discoloration on the tubing. If the problem persists, hpc testing is recommended to provide a quantitative assessment of the water quality. The customer was advised to follow the cleaning instructions according to the IFU.

Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology stated if the problem persists it would be recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. The customer was notified of the potential contamination and recommendation via email on (B)(6) 2023 and reminded of the cleaning procedure listed in cardioquip's instructions for use. As of the date of this report, there has been no response to the recommendation. A follow-up will be filed if any additional information or information that corrects this report is obtained.